Event description:
It was reported to philips that the system's suite computer was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.